Event description:
New information received on (B)(4) 2014 notes: it was reported that on (B)(6) 2013, the patient was presented to the emergency room due to phrenic nerve and diaphragmatic stimulation.

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.